Event description:
The facility reported a pt experienced epigastric pain/nausea & vomiting and haematemesis (hemoptysis) at home (date unk) shortly after receiving dialysis at the renal unit using a xenium dialyzer. The pt was admitted to the surgical ward (date unk). The blood tests (repeated x3) indicated the pt was severely haemolysed (hemolysis). The consultant was informed and the pt was transferred to belfast city hospital (date unk). The pt status is unk at this time. It is unk if the sample is available for evaluation.

Manufacturer narrative:
A request for the return of the sample has been made. Should the sample be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any add'l info becomes available.